Manufacturer narrative:
The expiration date for reagent (B)(4) was june 2016. The sample was submitted for investigation. The toxo igg results during the investigation were reactive (64.4 iu/ml) confirming the customer result. The recomline blot toxo igg result was reactive. Based on the investigation results, the roche results are considered to be correct. The toxo igg assay performs within specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 2 patients tested for igg antibodies to toxoplasma gondii (toxo igg). Based on the available data, the results for 1 patient were erroneous and reported outside of the laboratory. The initial toxo igg result was 55.88 iu/ml (positive). This result was reported to the patient's doctor who requested the sample be sent to another laboratory and repeated. The repeat result by the vidas method was 4 ui/ml (inconclusive). The sample was repeated in another laboratory by the abbott method and the result was negative. The specific result was not provided. No adverse event has been reported. The e411 analyzer serial number was (B)(4). Calibration and quality controls were acceptable.